Event description:
It was reported a patient experienced peritonitis while hospitalized for another indication coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was a breach in aseptic technique. It was reported the patient had been retrained on aseptic technique. At the time of this report, the outcome of this peritonitis event was unknown. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The patient was born on an unspecified date in 1938. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.